Manufacturer narrative:
Device was not returned for evaluation. Unable to determine the relationship of the device to cause of the event.

Event description:
Pt developed a rash on the underside of her breast after her mammogram that was performed. Pt's dr thought the rash may have been shingles.